Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticking and had to press firmly. The customer stated that insulin pump was slower during rewind and had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged insulin flow blocked alarm, stuck button alarm and rewind anomaly on event date 29-mar-2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded to thus. No abnormal noise or slow rewind noted during test. Motor was tested outside of the device and passed. No unexpected insulin flow blocked alarms noted during testing and no relevant no delivery alarms present in the history/trace file on event date of 29-mar-2021. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. Unit passed keypad voltage test. No stuck key alarms noted during testing and no relevant stuck key alarms noted on the event date of 29-mar-2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. In summary, customer allegation for rewind anomaly not confirmed. All buttons functioned properly, no stuck button alarms not confirmed during testing. Insulin flow blocked alarm was not confirmed. No relevant insulin flow blocked alarms noted in pump history on event date. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.